Event description:
It was reported via repair work order that the right headend siderail did not lock into place due to lack of lubrication on the glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.